Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2007, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6), 2010, this pt underwent a reintervention using a gore excluder aaa endoprostheses. The pt had developed an aneurysm in the common iliac artery and distal seal in the iliac provided by the previously implanted gore excluder devices was compromised. Therefore, the physician extended into the external iliac (contralateral side) with four gore excluder components. The procedure was successful.